Manufacturer narrative:
Submit date: 02/23/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports the unit has no sound. Discovered during testing, no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no sound. The unit was triaged and the reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.